Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use their pump for insulin delivery until their replacement pump arrives.